Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an extrusion. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with oral antibiotics. (Specific date and duration not reported).